Manufacturer narrative:
No product is being returned for evaluation. (B)(4).

Event description:
During the case the implant fell off the inserter. The technician threw it out. T2 was removed and t1 stayed in the joint.